Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, the root cause of the problem could not be identified, however, the probable cause is that the phenomenon occurred because the contact pins of the video connector were bent. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the pin on the outlet of the evis exera iii video system center was broken and there was no image even when the scope was inserted. It is unknown when the reported issue was found. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found no video output due to a broken video connector contact pin. The device evaluation also found battery consumption.  The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.